Event description:
It was reported that this right atrial (ra) lead had a fracture. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that when unplugging the lead from the old device the terminal pin broke off the lead body. The patient was not affected by the break. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.